Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-00829 was provided.

Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for high-risk percutaneous coronary interventions (hrpci). It was reported the patient developed bleeding at the impella access site. As a result, the patient was administered 600ml of albumin. It was noted that no sutures were added. The patient subsequently died of sepsis. No further information was provided.